Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using a perclose proglide device after an interventional procedure. Reportedly, after the foot was deployed and the plunger was depressed, during plunger removal, the sutures were not retrieved with the needles. The device was removed and another proglide was placed with a slightly changed angle. After retraction of the plunger, the sutures were not retrieved. The device was removed and manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). (Date of occurrence was not available). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other perclose proglide device is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Analysis of the returned device indicated that after successfully retrieving the suture via retracting the plunger, the link was cut instead of the rail suture distal to the link. The reported cuff miss/suture retrieval issue could not be confirmed. However, it could not be confirmed that the returned device was used in the reported event. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.